Manufacturer narrative:
Additional information: patient age updated to proper value. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a cranial biopsy.

Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the navigation system would stop tracking the patient reference frame and pointer instrument without prompt from the user. It was noted that restarting the application software would temporarily restore functionality where the issue would recur after a few minutes. The application was restarted three times without full resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.